Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1gdq2, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2021, UDI#: (B)(4). Codes refers to the lead. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that one of the wires is not working but it "re-wired around that wire". Patient services clarified does patient mean they programmed around it and patient states no, it did it itself but they got the same amount out of the two wires that were in use. The patient stated this problem was discovered at some point during the year because patient gets yearly device checks.